Event description:
It was reported by the rep the device was used during an unknown procedure. It was reported the clips crisscrossed and/or would stick in the jaws of the device. The surgeon would pump the handle until clips would engage into the device jaws. There was no consequence to the pt.